Event description:
It was reported that the insulin pump alarmed during the prime process. Blood glucose reading at the time was 225 mg/dl. Troubleshooting was performed. No anomalies noted. Advised customer to discontinue using the insulin pump and that it will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and a cracked battery tube threads.